Event description:
Neoplasm-related pain from metastatic colon cancer with existing synchromed ii pump in which there has been catheter migration with possible pump malfunction. Pump was initially implanted on (B)(6)2009. On (B)(6)2010, pt went to operating room for suspected catheter migration with possible tissue obstruction to flow of the catheter. The catheter access port was accessed, but was unable to aspirate fluid. A pump rotor study was then performed and showed just barely counterclockwise movement of the pump rotor, which was not clear if that was due also to a secondary pump failing or the pump just having too much obstruction to pump effectively against. The pt returned to operating room on (B)(6)2010 for removal of the synchromed pump and intrathecal catheter with reimplantation of an intrathecal catheter and a new synchromed ii pump.